Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the auto focus of the gastrointestinal videoscope did not work and the image became unclear. The image then appeared and became unclear again. There were no clear images. The issue occurred during a diagnostic gastroscopy procedure. The procedure was completed with the same device after a 10-15 minute delay. There were no reports of patient harm or injury.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was foreign material in the air/water cylinder and tube. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the auto focus of the gastrointestinal videoscope did not work and the image became unclear. The image then appeared and became unclear again. There were no clear images. The issue occurred during a diagnostic gastroscopy procedure. The procedure was completed with the same device after a 10-15 minute delay. There were no reports of patient harm or injury.